Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13sept2019. The manufacturer's field service engineer (fse) contacted the customer to troubleshoot this issue over the phone and the reported issue could not be duplicated. During troubleshooting the fse found that the unit was working fine. The fse performed a follow up call and the customer confirmed that no further issues with the unit have occurred. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the power led (light emitting diode) was not on. The ventilator was not in use on a patient at the time of the event occurred.